Event description:
During code blue resuscitation of this pt, the 15 mm connector broke off resuscitation bag. Respiratory therapist had to immediately get a replacement resuscitation bag, which took place in a few seconds. Pt's status was not compromised, however pt was not able to be resuscitated and was pronounced dead.